Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed 20:80 aortic:ventricular on the non coronary cusp and 30:70 a/v on the left coronary cusp. Post deployment echo showed mild to moderate ai and significant native leaflet overhang with widening pulse pressure. The decision was made to deploy a second valve. A second sapien xt valve was deployed in a 50:50 position within the first valve. A repeat echo showed zero to trace pvl. The patient was hemodynamically stable at the end of the procedure. Initially the valve was positioned 40:60 ventricular. The physicians noted that the valve was low after the first contrast injection. The valve was repositioned; however, a repeat contrast injection was not performed to confirm position before the valve was deployed. The native annulus measured 21mm by tee, and 19mmx22mm by CT with an area of 363.6mm². The annular and leaflet calcification were moderate. The image intensifier angle and coaxial alignment of the delivery system and valve were reported as good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and valve regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that improper positioning prior to deployment ultimately led to the too ventricular and canted position of the valve. The mild-moderate ai was most likely caused by the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.